Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during post procedure follow up, low lead impedance and noise were observed. During explant, a fracture was noted. Lead was replaced.

Manufacturer narrative:
Insulation and conductor damage were found at 36.2cm to 38.3cm from the connector pin consistent with clavicular crush damage. This is consistent with the observation from the field of noise and low lead impedance. Normal coil/conductor continuity was measured.